Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume event was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 18:56:01. During night drain cycle seven, the patient's ultrafiltration reading was 720ml, indicating the home patient drained 720ml more than their maximum programmed fill volume of 1000ml. No additional information is available.